Manufacturer narrative:
Concomitant medical products: icf09b52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to low lead impedance. The lead impedance alert was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.